Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
(B)(4). It was reported that vessel dissection and abrupt closure of the vessel occurred. In (B)(6) 2015, the patient presented with heart failure, stable angina and abnormal stress test. Vascular access was obtained via the right common femoral artery. The 8x2.25mm target lesion was 99% restenosis located in the distal left anterior descending artery (lad) located either in-stent or at the distal edge of the stent. Following predilatation with a 2.0x8mm emerge balloon, the first target lesion was treated with a 2.25 x 12 mm promus premier¿ stent implanted distal to the previously placed stent. There was either a geographic miss or the promus premier¿ stent caused malformation to the previously implanted stent. Due to inadequate lesion coverage, the remaining 4x2.25mm, 70% stenosed lesion was treated with implantation of a 2.25 x 8 mm promus premier¿ stent at 20atm. Abrupt closure was noted, and a grade f dissection of the proximal lad occurred. The site of the 100% stenosed, 20x3.0mm dissection was treated with implantation of a 3.00 x 24 mm promus premier¿ stent at 18atm. After placement of this stent flow was restored, the dissection of the proximal lad was resolved, and there was 0% residual stenosis with timi-3 flow. A final 80% stenosed, 12x2.25mm target lesion was located in the 1st oblique marginal (om) branch and was treated with direct placement of a 2.25 x 16 mm promus premier¿ stent with 0% residual stenosis and timi-3 flow. The patient was discharged on aspirin and prasugrel.